Event description:
Lifecor customer support noticed "battery charger fault" flags on a recent download from a 21 year old male pt. Support called the pt and exchanged the battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack has been completed. The reported problem was confirmed. The cause of the faults was defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably a random component failure. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.